Event description:
It was reported the pt (germany lost stimulation and the ability to establish communication with the ipg using either the programmer or charging system. Efforts to resolve this matter with the use of a different programmer and charging system proved unsuccessful. Surgical intervention was undertaken to replace the pt's ipg.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the complaint for no communication was confirmed. As received the ipg was nonfunctional. The ipg was cut open. A leaky battery was observed. The battery weld was cracked on the marked side. Battery electrolyte had leaked from the weld end of the battery. Inspection of the kapton tape revealed it was contaminated with battery electrolyte; however, no signs of being compromised were observed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.